Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of redu0706 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter is pulled out about 1 cm. The connector was replaced. No patient injury reported.